Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator - implanted: (B)(6) 2008; 402458 implantable pacing lead - implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient complained of pocket stimulation and palpitations in unipolar pace setting of the atrial lead. There was also low impedance, high thresholds, oversensing, and non-capture at max output bipolar. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.